Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-aug-12 reporting that the device moved after about 6 weeks. It was not able to charge. It had not worked in about a year. No actions had been taken because the health care provider (hcp) wanted to replace the device but the patient did not want to go through a surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller reported the patient has not charged her device in 3 months due to being unable to charge their device because it has moved and the patient cannot place the paddle in the correct location. No further complications were reported. No patient symptoms were reported.